Event description:
A customer observed condition codes on results produced from a single assay while using the vitros 5600 integrated system. It was later determined that one reagent cartridge was mis-identified. No biased results were produced as the system posted condition codes; however, if the event were to recur undetected, biased results may occur and may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The event investigation confirmed that a creatinine reagent cartridge was incorrectly identified as an alkaline phosphatase reagent cartridge. The root cause was determined to be analyzer related. It has been determined a vitros crea slide cartridge was misidentified as vitros alkp cart within the vitros 5600 integrated system slide supply due to a software error. A specific sequence of software events occurred during the cartridge loading sequence causing the software to present a full cartridge to the operator that was identified by the software as being empty (slide count = 0). This causes confusion for the operator and can lead to a mis-identified slide cartridge. Acceptable alkp results were obtained after the customer loaded an alkp cartridge that was correctly identified.